Event description:
It was reported that during a low anterior resection procedure, the device only fired a limited number of staples around the cut line. The procedure had to become an open surgery and the patient ended up with a colostomy bag.

Manufacturer narrative:
Date sent: 11/18/2008. Information anticipated, but unavailable at this time.